Manufacturer narrative:
Qc is run once every 12 hours. Per customer, qc before and after the event was within the labs established ranges. Based on analysis of the customer's qc charts by bci, erratic high qc points were noted. A field service engineer (fse) was dispatched: the fse inspected the instrument and found no hardware issues, and precision was acceptable. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems. The crem results were reported out of the lab and after physicians questioned the results, 200 samples were re-tested, and 145 results were amended. Unknown if treatment was initiated or withheld, but physician questioned results.